Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.

Manufacturer narrative:
Correction to d10, h10.

Event description:
Additional information was received stating that intervention was undertaken on (B)(6) 2024 wherein the incision site was cleaned out. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event for infection cannot be confirmed through lab analysis alone. The extension was received cut but complete. The extension was returned cut due to the explant procedure. Microscopic inspection of the extension segments did not identify any fractures.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a staphylococcus infection at the incision site. As a result, intervention was undertaken on (B)(6) 2024 wherein the incision site was cleaned out. The patient was administered antibiotics to address the issue.